Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a shift check the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on (B)(6) 2015 for evaluation. Device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). A visual inspection of the returned autopulse platform was performed and found no physical damages to the platform. A review of the platform archive log showed several user advisory (ua) 41 (patient temperature sensor failure) on the reported date of (B)(6) 2015, thus confirming the reported complaint. The platform was functionally tested and the autopulse exhibited no user advisory messages. Further investigation indicated that the fan was operating correctly. In addition, the platform passed load cell characterization test. The autopulse performed both 30:2 and continuous compressions without displaying any error messages. In summary, the customer's reported complaint of autopulse displaying ua 41 was confirmed during archive review. However, during functional testing,the platform performed as intended. Temperature sensor and power distribution board (pdb) were replaced as a precaution. After replacing these parts, the platform passed all functional testing and performed as intended. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 41 is informing the operator that the temperature sensor is outside of specified range during power-on self-test or during take-up.